Event description:
On (B)(6) 2013, the patient was implanted with conformable gore® tag® thoracic endoprostheses to treat a type b complicated aortic dissection. It was reported that the cause of dissection was spontaneous. The device proximal landing zone was the zone 4 (thoracic descending aorta). The aneurysm size was 48 mm. The patient tolerated the initial procedure. On (B)(6) 2014, the follow up computed tomography angiography (cta) showed that the aneurysm size was 51.5mm. On (B)(6) 2014, the patient underwent a reintervention using two conformable gore® tag® thoracic endoprostheses to treat a type b complicated aortic dissection. The devices were implanted in the zone 2 (distal to the left common carotid artery). The physician restored patency using the subclavian-carotid transposition. The aneurysm size was 50mm. No further adverse events have been reported. The patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection of the aortic vessel and surrounding vasculature, aneurysm expansion and reoperation. In addition, considerations for patient selection include the patient¿s anatomical suitability for endovascular repair. Also was implanted tgc404010/9683429.

Manufacturer narrative:
Review of this file determined this event to be non-reportable. Upon further investigation, it was determined that the (B)(6) /2014 procedure was performed to treat false lumen perfusion of an uncovered portion of the pre-existing dissection with resulting false lumen expansion. As the additional procedure was performed to treat the pre-existing dissection, and no new dissections were identified, this report is being retracted. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to persistent false lumen perfusion flow and reoperation.

Event description:
It was reported a conformable gore tag thoracic endoprostheses (tgu343410/10291143) was proximally implanted > 2 cm distal to the left subclavian artery (zone 4), and a tgu404010/9683429 was implanted for distal extension. On (B)(6) 2013, follow-up computed tomography angiography (cta) showed false lumen perfusion of an uncovered portion of the pre-existing dissection, with false lumen expansion resulting in an aortic diameter of 51.5 mm. On (B)(6) 2014, an intervention was performed to treat the uncovered portion of the pre-existing dissection. Final angiography showed exclusion of the type b dissection and an aortic measurement of 50 mm.